Event description:
It was reported that a set infusing tpn in the "nbc" unit broke apart and was replaced. The customer later provided a photo in which the set appears to have separated at the lower fitment. The set was received with a sticker dated "(B)(6) 2018" and "1700". The set was to be changed thursday. There was no patient harm.

Manufacturer narrative:
The customer's report that the tubing separated at the lower fitment was confirmed. Based on both the customer provided photo and visual inspection the separation was at the engagement between the silicone segment and lower fitment components. Although the expected retainer ring at the lower fitment component area was not received, further inspection under magnification of the silicone segment end of the tubing observed evidence of a retainer ring indentation which did not look to be misaligned. The root cause of the separation was not definitively identified; however, the set may have been pulled beyond the retention specification between the silicone segment tubing and the set's upper pump chamber assembly.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a set for tpn in the "nbc" unit broke apart and was replaced. There was no patient harm. The customer later provided a photo in which the set appears to have separated at the lower fitment.